Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found no issues with the function of the table. The table was returned to service. While onsite, the technician learned that the patient was not properly restrained to the table by user facility personnel, subsequently causing the reported event. The 5085 surgical table operator manual states, "warning - personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury. Adjust the patient safety straps so that they restrain the patient according to currently accepted patient restraining practices, keeping in mind trendelenburg/reverse trendelenburg, back, lateral tilt and height adjustment." In addition, the technician counseled user facility personnel on the proper use and operation of the 5085 surgical table, specifically on properly restraining patients to the table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a patient slid down their 5085 surgical table while the table was in the trendelenburg position. The patient was repositioned on the table and the procedure was completed successfully. No report of injury.